Event description:
It was reported that a patient had a past episode after surgery where she was comatose for 48 hours. No event date was provided. The pump was used to infuse baclofen (unknown) and dilaudid (hydromorphone). No outcome was reported for this event. Follow up was conducted to obtain additional information but was not available at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).